Event description:
The customer reported medication would not infuse. Upon inspection, the rn opened the vent on the drip chamber and the vent piece fell out, causing chemo to leak out. No patient harm reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.